Manufacturer narrative:
(B)(4). D10. G7 vit e neutral lnr 32mm e item# 30103205 lot# 66543400. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 4 months post-implantation due to instability. Prior to revision, the patient sustained a fall and experienced subluxation of the joint. The revision was performed using a direct anterior approach technique. Diligence is completed and no further information on the reported event has been provided.